Manufacturer narrative:
.

Event description:
This case was reported by a consumer and described the occurrence of internal bleeding in a female pt who received corega (super poligrip extra care with poliseal) for an unk drug indication. A physician or other health care professional has not verified this report. Concurrent medications included "renal gel caps", "sensiper", "fosrenol", warfarin sodium, ranitidine hydrochloride, digoxin, vitamin d, hydrocodone, metoprolol, endocet, intermediate/long-acting insulin (novolin 70/30), and hydroxyzine. On an unk date, the pt started corega. At an unk time after starting corega, the pt experienced internal hemorrhage, black tarry rectal bleeding and pt (protime) lab test elevated. The pt was seen in the ER. The pt was treated with vitamin k. This case is considered to be medically significant by gsk. Corega was continued. At the time of reporting, the events were unresolved. On the day of reporting, the pt was being transferred to a hospital where she will be admitted. The cause of the bleeding is not yet known. She has used super poligrip for years and has used different variants of super poligrip. No carton lot number available.